Event description:
The following information was reported to gore: on (B)(6)2018 a patient underwent treatment of a thoracic aortic dissection, zone 2, with maximum aortic diameter of 50.2mm using two gore® tag® thoracic branch endoprostheses and one conformable gore® tag® thoracic endoprostheses as distal extension to aortic component. According to the report all devices were positioned and implanted without issue. On (B)(6), 2018 a CT revealed the maximum aortic diameter was 52mm. On (B)(6) 2018 the patient underwent an additional procedure whereby an additional device was implanted to extend the treatment. This was due to a descending thoracic aneurysm. Following the procedure a thrombosis of the left external iliac and common femoral artery occurred. This was stated to be procedure related. On (B)(6) 2018 a thrombectomy of the left external iliac and common femoral artery was performed. It is not known why the vessels thrombosed. On (B)(6) 2019 it was reported a gore sheath was associated with the thrombosis. This information will be reported separately.

Manufacturer narrative:
B.5. Updated.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following information was reported to gore: on (b)() 2018 a patient underwent treatment of a thoracic aortic dissection, zone 2, with maximum aortic diameter of 50.2mm using two gore® tag® thoracic branch endoprostheses and one conformable gore® tag® thoracic endoprostheses as distal extension to aortic component. According to the report all devices were positioned and implanted without issue. On (b)() 2018 a CT revealed the maximum aortic diameter was 52mm. On (b)() 2018 the patient underwent an additional procedure whereby an additional device was implanted to extend the treatment. Following the procedure a thrombosis of the left external iliac and common femoral artery occurred. This was stated to be procedure related. On (b)() 2018 a thrombectomy of the left external iliac and common femoral artery was performed. It is not known why the vessels thrombosed.